Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient presented several years post tka surgery on the left knee with pain in the anterior portion of the knee. The physician was concerned that the patella was loose and booked the patient for revision tka surgery. On (B)(6) 2018 the surgery was performed. The physician found that the patella was well fixed but there was some osteolysis at one of the pegs. The other pegs were well fixed. The physician decided to replace the femur because of perceived mid-flexion instability. The femur, tibial insert and patella were removed. A triathlon ts femur, new x3 insert and patella were implanted.